Event description:
It was reported that the unspecified bd insulin syringe experienced the cannula piercing through the shield within the polybag. The following information was provided by the initial reporter: when the nurse extracted insulin, she found that the needle punctured the needle shield and could not be used normally. She immediately replaced a new insulin syringe to extract insulin.

Manufacturer narrative:
After further review MFR#: 2243072-2021-00209 has been determined to be not reportable. Cannula pierces through shield would render the device unusable prior to use, requiring replacement. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR#: 2243072-2021-00209 is null and void.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Medical device lot #: an invalid lot # of 8316173 was provided by the initial reporter. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check for cannula through shield due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. A review of all risk management documents for the product family of the device involved in this complaint (syringe, cannula through shield) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd insulin syringe experienced the cannula piercing through the shield within the polybag. The following information was provided by the initial reporter: when the nurse extracted insulin, she found that the needle punctured the needle shield and could not be used normally. She immediately replaced a new insulin syringe to extract insulin.